Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient did not receive an alert for signal loss in the evening. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of no signal loss alert could not be determined. A root cause could not be determined.